Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: qc 1: 3.1 inr, qc 2: 3.0 inr. (Retention strip): qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4) with and unknown laboratory method. The results from the meter were 5.3 inr and 5.2 inr and within 7 hours the result from the laboratory was 3.8 inr. The customer's therapeutic range is 2.5 -3.6 inr. The customer's current condition was provided as "good condition." The erroneous result was reported to the customer's doctor. There was no allegation of an adverse event. The customer has had no changes in diet, has no hematocrit concerns, does not have antiphospholipid antibodies, is not on heparin, has had no new illnesses, on no new medications, has had no symptoms of bleeding or bruising, and is not on direct thrombin inhibitors. The customer stated that based on a meter result of 5.3 inr on (B)(6) 2018 and the laboratory result of 3.8 inr from the day of the event, that their coumadin dosage was reduced. The customer's meter and test strips were requested for return. Replacement products were sent. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.